Event description:
Additional information indicate the physician evaluated the patient and normal impedance measurements were obtained.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low shock impedance measurements less than 20 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. [Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.] The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, the device was explanted for normal battery depletion and returned for analysis.